Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure on an animal, it was observed that the pins would get stuck in the quick coupling device and the device would make a ¿funny¿ noise. It was reported there was no delay in the procedure and an unspecified spare device was available for use. It was reported that the surgery was successfully completed with no further incident. There was no human patient involvement this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was making a funny noise and trouble where the pins would get hung up in the driver (the pins would get stuck in there) was confirmed. It was noted that the unit was making a loud noise and would not hold the 0.6 mm wire. It was further noted that the internal components were corroded and foreign debris was found inside the unit. The assignable root cause was determined to be component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.